Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg device, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the right atrial (ra) lead pacing thresholds were reading high. The lead was examined under fluoroscopy which revealed the lead was in a different position from the original implant location. The lead was capped and replaced along with the replacement of the associated device. No patient complications have been reported as a result of this event.